Event description:
After nurse washed 23 thermafix 3000 aortic valve for 30 seconds, it was noted a "c" shaped object on the valve leaflet. The valve was washed for another 30 seconds and the object remained. It was washed in the second bowl for 2 mins. It remained. The nurse presented the valve to the surgeon for observation through his loupes. He observed the area and told the staff in the room to get a new valve and to return this valve to the company for the contaminant. A second valve was given on the operating room field.